Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified ramus artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became fractured at the monorail portion and was stuck. After removing the device from the guide catheter, it was noted that the tip was missing. The physician removed everything, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. Microscope inspection revealed that the guidewire exit port was torn and the distal tip was detached. Based on the evidence, the as reported codes of tip detachment of device or device component and catheter stuck in lesion are confirmed. The torn guidewire exit port, and the detached distal tip could have contributed to the device malfunction during the procedure.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified ramus artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became fractured at the monorail portion and was stuck. After removing the device from the guide catheter, it was noted that the tip was missing. The physician removed everything, and the procedure was completed with another of the same device. No patient complications were reported.